Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown), the device would not power up. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Manufacturer narrative:
The device was not returned to zoll medical corporation. Instead, a zoll field representative evaluated the device at the customer's site. The customer's report was not replicated or confirmed. The device passed all testing without duplicating the report. It was determined that the battery was likely dead at the time of the event due to a faulty outlet in the ambulance that was not charging the battery. There is no indication of a device malfunction. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.